Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose levels of 468 mg/dl and has treated with a syringe. Customer stated that he put in a new site and is not able to get any insulin. Customer reported symptoms of tiredness and thirst. Troubleshooting was performed and the drive support cap and all settings appear to be normal. Alarm history showed a no delivery alarm while priming. The high pressure test was also performed and passed. No further information reported.